Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify when the firing was "stopped at the first firing", was the firing able to be completed no, the firing was stopped on the way of 1st firing and some deployed staples were malformed. Or did the device partially fire? If the device did partially fire, were the staple line and cut line equal in length? No information. Was the device stuck on tissue? Yes. If yes, how was the device removed? No information.

Event description:
It was reported that during a laparoscopic appendectomy, the firing force was higher than expected and the firing was stopped at the first firing on the vermiform appendix. The release button was not activated. The staples were malformed. The cartridge was white. Another device was used to recover and complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2016. Batch # m55j3a. The analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/2 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. It is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.